Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that during a breast biopsy procedure on (B)(6) 2026, using an eviva biopsy device, the "needle failed to complete test sequence, tried multiple times. Switched out devices and completed first site of two. Tried again with the needle on second site and could not get it to pass test sequence. Unfortunately, due to needle shortage, these were the last devices we had and had to cancel second site under stereo." Additional information was obtained from the user in which it was reported that additional intervention was required as the "patient had to be taken to ultrasound biopsy to complete the needed biopsy." Injury MDR submitted due to the additional intervention required to complete the procedure and the second biopsy site being aborted. No patient harm was reported.